Manufacturer narrative:
Other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, the customer's problem was not duplicated. Run three accuracy tests, and the pump was found to be within manufacturing specifications. No actions for the issue. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was under infusing during testing. There was no patient, or clinician injury associated with this event.